Event description:
It was reported that the device broke during procedure and was potentially unable to be retrieved from patient.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: broken during surgery. Probable root cause: design - loop material too weak - loop size too small to facilitate ease of graft loading into loop. Process - use of incorrect materials during assembly - loop splicing not performed to specification causing loop to be too small. Application - excessive manipulation/force. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during procedure and was potentially unable to be retrieved from patient.